Manufacturer narrative:
Investigation outcome: the reported problem of (burst open) capacitor does not relate to the technical faults and ambient state of the device. The reported date of incident ((B)(6) 2025) does not match with the events on the device logs ((B)(6) 2025). Additionally, a defective power supply does not cause the ambient state and the operation of the device in such cases remains unaffected. The combination of technical faults and reported issue suggests two different issues independent to each other related to electronics and/or pneumatics. The device was reported to have been repaired by replacing the power supply board and then returned to service. However, the exact cause of the technical faults remains unidentified. The technical alarms appeared only once in device logs and the 'blower flow test' remained failed even after the device repair. Informed complainant to inspect the device thoroughly and verify device operation. No further information was provided. This case is considered as closed.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Event description:
The following was reported to hamilton medical ag: "smoke came from the machine. And technical alarm 446029,431001,485001, showing. In the psb board, the capacitor is bulged. Changed the new power supply board. Now the machine is working well. The machine was handed to the customer." No patient involvement. The case has not been reviewed yet by hamilton medical ag, therefore the failure description could not be confirmed yet. So far no relation to the device has been established.